Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the recent windows updates may have contributed to the rebooting issue. A field service engineer stated that the customer visited the machine and the engineer utilized hta to replicate the actions of a nurse interacting with each drawer. During this simulation, the machine did not experience any reboots. A thorough review of the device logs revealed no errors related to the drawers, and the mpar air report indicated no apparent issues with the drawers for this device. However, the customer noted that the half-height drawer 2.1 did not fully open, which may suggest a potential rail problem. The customer also reported that the machine was rebooting autonomously. Observations made today confirmed that the device rebooted two or three times without any apparent issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system was restarting itself, preventing users from accessing the required medication for a patient. This incident resulted in a delay to patient care. The customer reported that when attempting to retrieve medication, the nurses noticed that the station would reboot entirely. They were required to wait for the application to load again before they could access the medication. This issue has been happening more frequently. There were no adverse events or injuries reported based on this event.